Event description:
On (B)(6) 2022 a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). Approximately (B)(6) 2026, the patient experienced intermittent blocking and high pressure alarms with resistance when flushing both peg and j tubes. A knot or a severe kink was suspected and a tubing change was scheduled. On (B)(6) 2026 during a tubing change via endoscopically, a large knot was seen on the j tube along with a bezoar insitu. The patient received a new peg and j tubes with no further complications.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j tube placement. Health effect clinical code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.